Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that a patient experienced a hypoglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 18 mg/dl with no symptoms of hypoglycemia. The reporter was unable to complete troubleshooting at the time of the call. Customer technical support has attempted to contact the patient without success. If additional information is found then a supplemental report will be filed. This complaint is being reported based on the allegation that the patient experienced a hypoglycemic event and the pump could not be ruled out as a contributing factor.